Manufacturer narrative:
Correction: h11: please note: the source of this event was obtained from a literature review journal titled as follows: implantation of implantable cardioverter-defibrillator leads in the coronary venous system alan sugrue, mbbch, msc, fhrs,1 matthew c. Hyman, md,2 david s. Frankel, md, fhrs,2 balaram krishna j. Hanumanthu, md,2 pasquale santangeli, md, fhrs,3 robert d. Schaller, do, fhrs2 ¿UDI is not available as product information was not provided due to the nature of the source document - a literature review article as listed above.

Event description:
It was reported that a patient was found to have failure to sense and capture, and inadequate defibrillation output noted on the right ventricular lead. No information regarding intervention or patient consequences was reported.